Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that one of the drawers in the refrigerator kept failing. A field service engineer (fse) reported that the refrigerator drawer was not failed upon arrival. The customer was asked to inventory the drawers, which did not fail during the process. The fse accessed hardware test application (hta) and tested all drawers, but no issues were found. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the drawer in the refrigerator keeps failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.